Manufacturer narrative:
Reason for surgery: 2nd degree rectocele, and 3rd degree cystocele. Concurrent procedures: vaginal paravaginal anterior repair, posterior colporrhaphy, and cystoscopy. It was reported that following insertion the patient experienced extrusion, bowel problems, recurrence, dyspareunia, vaginal scarring and neuromuscular problems. It was reported that the patient underwent excision of mesh on (B)(6) 2009 along with revision of anterior & posterior repair due to mesh erosion and dyspareunia. The patient underwent cholecystectomy in 2010. It was reported that the patient underwent trimming of mesh sutures on (B)(6) 2012. It was reported that the patient underwent trimming of mesh on (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 08/10/2016.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.(B)(4).